Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that waste leakage occurred outside of instrument during use with a bd lsr ii special order system. The following information was provided by the initial reporter: dcm pump is not working. Steps taken with customer/troubleshooting: dcm pump does not turn on when actuator arm is moved left or right. Customer does not where motor next steps (if necessary): dispatch. Are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? No. Software version? No. List of parts shipped (include foc): no. RMA required? No. Was there a fluidic leak or spill? Yes. Was there spray of fluid under pressure? No. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Yes. What was the fluid that leaked/spilled? Sample/waste customer was catching waste beaker. What is the source of leak/spill? (Waste or non-waste line) no. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak no. Additionally, on 2020-8-05 the following additional information was provided: was there spray of fluid under pressure? The leak was not under pressure nor was it spraying. What is the source of leak/spill? (Waste or non-waste line) it was a waste line. If waste line was waste mixed with bleach or decontaminate? It was not mixed with bleach.

Event description:
It was reported that waste leakage occurred outside of instrument during use with a bd lsr ii special order system. The following information was provided by the initial reporter: dcm pump is not working steps taken with customer/troubleshooting: dcm pump does not turn on when actuator arm is moved left or right. Customer does not hwere motor next steps (if necessary): dispatch are you using this product for clinical diagnostic test? No were erroneous results reported and used to treat a patient? No was there any injury or potential injury? No resolution achieved? No follow up required? No software version? No list of parts shipped (include foc): no RMA required? No was there a fluidic leak or spill? Yes was there spray of fluid under pressure? No 1. Was the leak/spill contained within the instrument? No 2. Was the leak/spill in a customer accessible location? Yes 3. What was the fluid that leaked/spilled? Sample/waste customer was catching waste beaker 4. What is the source of leak/spill? (Waste or non-waste line) no 5. Was the customer exposed to blood or bodily fluids? No 6. Was there any physical harm to the customer as a result of the leak no additionally, on 2020-8-05 the following additional information was provided: 1)was there spray of fluid under pressure? The leak was not under pressure nor was it spraying. 2)what is the source of leak/spill? (Waste or non-waste line) it was a waste line 2b.) If waste line - was waste mixed with bleach or decontaminate? It was not mixed with bleach.

Manufacturer narrative:
H.6. Investigation: problem statement fluidic leak. - waste leakage without bleach not contained (outside instrument). Dcm pump does not turn on when actuator arm is moved left or right. Customer does not hear motor. Customer catching sample/waste in a beaker. Manufacturing defect trend there are zero quality notifications (qn) related to the reported issue. Date range from 04aug2019 to date 04aug2020. Complaint trend there is one complaint related to the reported issue. Date range from 04aug2019 to date 04aug2020. Service max review: review of related work order #: wo-01556831 (case number: 01103074) install date: 27mar2008 defective part number: 64781907 - lsrfortessa dcm service assembly work order details: ¿ subject/reported: dcm pump is not working. ¿ problem description: dcm pump is not working. ¿ cause: motor seized ¿ work performed: eric valero completed repairs on assist call wo-01579201 ¿ solution comments: eric valero completed repairs on assist call wo-01579201 returned sample evaluation defective parts were not returned or requested. The dcm assembly received for MFR# 2916837-2020-00007 was used in this evaluation. Manufacturing device history record (DHR) review review of DHR part number 340551-h47100129-900146969; serial number (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Risk analysis a review of risk management file (B)(4), rev 03 - risk analysis ice program was conducted. No new hazard have been identified and the current mitigations are sufficient. Hazard(s) identified: yes o hazard ID: 3.1.5 o hazard: fluidic failure o cause: leaks from component failure, particularly droplet containment system o harmful effects: biohazard spill o initial probability: 1 o initial severity: 5 o initial risk index: 5 o initial risk evaluation: u o risk control: 1) component spares where applicable. 2) manufacturing system testing. O implementation verification: 1) pm spares kit p/n 657678. 2) final packaging oms. 3) service manual to include section to inspect dcm pressure switch for any leaking. 4) fluidics tray will capture any initial leakage. O effectiveness verification: label approval o residual probability: 1 o residual severity: 5 o residual risk index: 5 o residual risk evaluation: afap (as far as possible) o new hazard: none mitigation(s) sufficient: yes investigation result / analysis this investigation was performed on defect trend data, complaint trend data, device history record (DHR) review, servicemax review, and risk analysis (ra) review. Based on the description of the defective component, the motor failed (p/n 660049) on the dcm assembly (p/n 64781907). Root cause dcm motor failed (p/n 660049) on the dcm assembly (p/n 64781907). Conclusion this is not a safety issue. The reported complaint was confirmed by fse. Based from the obtained field information, historical data and performances, there has been no overall safety concerns or user harm/injury during the use of the device and after reporting the incident. The instrument was brought back to functional condition after replacement of the lsrfortessa dcm service assembly (p/n 64781907). Overall, this incident is not considered as a safety risk. H3 other text : see h.10